Event description:
During an implant attempt of the subject device, a connection issue in the ventricular channel was reported. Reportedly, full insertion of the lead was confirmed and clicking of the associated screwdriver was obtained. However, the ventricular lead was pulled out from the port with a pull test. The physician then slightly unscrewed the setscrew and repeated the same procedure three times, and each time, the lead was pulled out. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.